Event description:
The initial reporter received questionable hba1c results from ten patient samples tested on the cobas c513 analyzer. The following examples of discrepant results were provided: sample 1 the initial result from the analyzer was 7.3%. The first repeat result from a d100 analyzer was 4.9% the second repeat result from the analyzer was 5.4%. Sample 2 the result from a d100 analyzer was 5.5% the result from the analyzer was 6.9%. The repeat result from the analyzer was 6%. Sample 3 the result from a d100 analyzer was 4.7% the result from the analyzer was 6.6%. Sample 4 the result from a d100 analyzer was 5% the result from the analyzer was 6.4%.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and found dirt in the solenoid valves which caused the cuvettes to wash poorly. He cleaned the valves; adjusted the gear pump and vat washing; replaced the incubation water; and washed the cells. He performed mechanism and photometer checks, cell blank measurements, precision checks, and qc with acceptable results. The investigation determined the event was caused by insufficient drying of the cuvette wash station. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.